Event description:
It was reported that this right ventricular (rv) lead exhibited under sensing. Health care professional (hcp) evaluation stated that left caliper sweep over undersense beat. Boston scientific technical services (ts) discussed to consider reprogramming rv sensitivity per clinic protocol. This rv lead remains in service. No adverse patient effects were reported.